Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with non-sustained right ventricular oversensing via merlin.net. Review of the episodes showed possible myopotential. Noise reproduction and programming changes were recommended. Patient will be monitored with routine follow-up.